Event description:
It was determined during analysis of device information that the lead was oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed oversensing, 1 - ventricular non-sustained tachycardia = 190 ms on (B)(4) 2011, and 2 - ventricular fibrillation <=160 ms average v-cycle on (B)(4) 2011.